Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad which was unresponsive and also had frozen display. The customer¿s blood glucose was 150 mg/dl at the time of incident. The customer reported that they was unable to move forward from low reservoir alert they received after changing to a new battery when they received a low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify frozen anomaly and low battery alert due to buttons not responding.